Manufacturer narrative:
The complaint of a hole in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a section of a red hub extension leg from a 12fr d/l hickman catheter. The returned segment included the luer adaptor, clamping oversleeve, and a section of the intermediate tubing. The overall length of the returned catheter segment was 4.4" long. Residual material could be seen between the intermediate tubing and the clamping oversleeve. The catheter lumen was patent to infusion. However, a spraying leak was observed when the sample was hydraulically pressurized. Microscopic examination (60-80x) of the leak site revealed a small pinhole. The hole was located 0.5" distal of the luer adaptor and traversed through both the intermediate tubing and the clamping oversleeve. The exact mechanism which caused the hole in the catheter tubing is unknown at this time. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Repaired hickman within 2 days of placement. Catheter was placed on (B)(6). The catheter had a small hole that was leaking. The hole is about an inch up from the hub of the catheter, not sure what happened to create the hole it is as if the catheter tube was poked with a pin.